Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 110 mg/dl. As the customer changed the pump supplies prior to contacting tandem technical support, a pump system check was unable to be performed to help determine a possible cause of the high bg.